Manufacturer narrative:
This literature article was received by the publisher 12 february 1999 and accepted 8 april 1999 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified (baxter) elastomeric infusors overinfused medication to the patients. The devices delivered the medication eight and twelve hours earlier than the expected therapy time due to premature emptying of the elastic reservoir. The devices were filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.